Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
During implant, the screw of the 5076-58 did not perform well. Pre-implant (on sterile table) the screw has been extracted and turned back without problems. In the patient, the lead had to be repositioned twice and the second time, the helix would not come out of the lead. This lead has been taken out of the patient and a new 5076 has been implanted without a problem. Patient status: no problems.